Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not cross. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing. A technical support specialist (tss) confirmed that the patient was present on the es server with an admission date of (B)(6). Verified that the patient was assigned to a unit mapped to the device. Confirmed the patient appears on the station when searched by first and last name. Spoke with (B)(6), who confirmed the patient was visible. Case closed with agreement from the customer. The system functioned as intended after the technical support specialist repaired the device.